Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as severely painful intercourse, mesh erosion and protrusion, worsened urinary incontinence, recurrent urinary tract infections and emotional damages. Additional surgery to alleviate daily pain and suffering. In addition to physical pain and discomfort, pt suffers psychologically and emotionally.